Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the battery cap was spinning in place when screwing the cap into battery compartment. The battery compartment threads were found to be stripped and the battery compartment was found to be cracked. The battery cap was found to have stripped threads. During testing the yellow o-ring was visible and not seated properly. The battery cap contact height is above specifications and the battery cap contact width is below specifications.

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap threads are stripped and the battery compartment was found to be cracked. Evaluation revealed that the battery cap contact height is above specifications and the battery cap contact width is below specifications. This report is made based on results of investigation completed on (B)(6) 2012.